Event description:
(B)(4) study. It was reported that coronary restenosis occurred. In (B)(6) 2012, the patient presented due to stable angina and percutaneous coronary intervention (pci) was performed. The target lesion was an eccentric, de novo, type b1, diffuse over 2 cm in length located in the non calcified and mildly tortuous ostium of the first diagonal branch with 99% stenosis contained in less than 45 degree bend and was 10mm long with a reference vessel diameter of 2.5mm. It was treated with predilatation and placement of the 2.5x24mm promus element ¿ drug eluting stent at 8 atmospheres. Following post dilatation, residual stenosis was visually confirmed as 0% and timi 3 flow was restored. Two days post procedure, the patient was discharged. In (B)(6) 2014, coronary restenosis was found in the first diagonal branch. In (B)(6) 2014, the patient underwent pci to treat the stenosis in the first diagonal. One day post procedure, the event was considered improved.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).